Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient blood pressure dropped after the implant procedure on (B)(6) 2018. Upon interrogation, the right ventricular lead perforation was discovered. The lead was. The patient was checked on (B)(6) 2018 and the lead exhibited no capture, poor sensing, and high impedance. X-ray confirmed that the lead perforated again. The lead was repositioned again on (B)(6) 2018. The patient was stable before, during, and after the procedure.